Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06859 and 2134265-2014-07363. Promus element plus clinical study it was reported that in stent restenosis (isr) and atherosclerotic cardiovascular disease occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the first obtuse marginal (om1) branch with 90% isr of a previously placed unspecified stent and was 6.0 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with direct stent placement using a 3.00 x 8.00mm promus element&#10256;lus stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with recurrent unstable angina and cardiac catheterization was recommended. The 95% isr located in the 1st om was treated with balloon angioplasty using a 3.0 x 15 mm emerge balloon. During angioplasty, water melon seeding was noted with the balloon. However, the post residual stenosis was 0% with timi flow 3. Hence, no action was taken. The event was considered as resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with intermittent chest pain radiating to his back and associated with dyspnea on exertion. Cardiac catheterization was recommended. The 90% isr located in the 1st om was treated with direct stent placement using 2.25 x 16 mm promus premier&#10244;rug eluting stent with 0% residual stenosis. The event was considered as resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with recurrent chest pain. Cardiac catheterization was recommended. The stenosis located in the first rpl was treated with balloon angioplasty. A 100% occlusion was noted in om1 however, no intervention was performed to treat this occlusion. One day after, event was considered resolved and the patient was discharged on aspirin and clopidogrel.